Event description:
Caller indicated the relion confirm meter was giving high readings. Customer was feeling tired, shaky and had bad headache. She took test and got reading of 403. She felt this was too high. She is taking steroids for another health issue so she thought this could be causing her bg to be higher than usual. She called ambulance they arrived about 20 min later and took test on their meter got reading of 265. She then retested with the relion meter 2-3 minutes later and got reading of 386. She still was not sure how high her bg was so she went to the ER about 45 minutes later. She tested herself while waiting on relion meter got reading of 453. When she was seen by dr. About 20 min later they tested with their meter and got 275 also sent blood to the lab which was 255. She was treated for her headache but no treatment for bg. Controls not used. Replacing strips and refunding meter.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.